Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider.

Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer is wearing the infusion set for 3 days. Tandem clinical support informed customer that wearing the infusion set for 3 days, is off label per the user guide. There was no adverse impact to the customer¿s blood glucose level.